Event description:
The customer's mother reported via phone call that the transmitter was not charging. The customer's mother explained that there were no lights on the transmitter or the charger. The customer's blood glucose was above 400 mg/dl. The customer was advised that the transmitter would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to charge due to broken pin. Unable to perform the functional test due to charge anomaly.